Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient ran into the door causing ipg to protrude out. Blood and fluid drainage were noted. Physician does not suspect infection. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg pocket was repositioned to address the issue.